Event description:
It was reported that during a biliary stenting treatment procedure, the sheath was stretched and the stent was unable to be deployed. The target lesion was in the bile duct. A biliary stent 7fr/10cm had been advanced to treat the target lesion. While attempting to deploy the stent, the inner sheath "got stretched" and the stent was unable to be "released". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".